Event description:
It has been reported to philips that the system would not expose giving an error of table movement partially available. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to expose due to wired footswitch being disconnected and not connected to the table base which is because of the third-party work done on the day before the event date. The fse connected the cable, rebooted the system and the system was returned to use in good working order. The codes were updated based on the investigation outcome.